Event description:
It was reported that during a cori preventive maintenance, it was found that the attachment for the flat markers from the drill tracker array was bent. No patient was involved. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill tracker, part rob10014 intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified one prior event. Although the reported problem was not confirmed, a contributing factor may be component failure or damage. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori preventive maintenance, it was found that the attachment for the flat markers from the drill tracker array was bent. No patient was involved.